Manufacturer narrative:
The customer reported missing low glucose alarms with the freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of the device and android 14 is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device with use with a an unspecified samsung phone with android os 14. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer expereinced hypoglycemia and was unable to self-treat, requiring third-party administration of glucose tablets for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.